Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has been showing a gradual increase in shock impedances to high, out of range values at this time. The patient has not received a shock in several years. Calcification on the shocking coil was discussed as the origin of this behavior. Programming options were discussed in case the impedance keeps rising. The rv lead remains in service. No adverse patient effects were reported.